Manufacturer narrative:
(B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the surgeon tried to bend the standard superior plate and it broke on the end of the plate, the surgeon had to make a longer incision for a longer plate and that added additional time. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h10 further review of this complaint determined that the event did not cause a serious injury in this or any previous complaint as the event took place on the back table. This complaint will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.